Event description:
A pt reported experiencing inaccurate erratic results with a fasttake meter. In 2001, pt's blood glucose was 149 and 104 mg/dl. Tests were done 10 minutes apart. Pt did not experience any adverse events. No further information has been reported.